Manufacturer narrative:
(B)(4). D10: medical product: femur cemented posterior stabilized (ps) standard left size 8: catalog#42500606401, lot#63199886; tibia cemented 5 degree stemmed left size g: catalog#42532007901, lot#63285468; all-poly patella cemented 35 mm diameter: catalog#42540200035, lot#63289148; stem extension tapered cemented 14 mm diameter +30 mm, length: catalog#42557000114, lot#63306238; palacos r 1x40 single: catalog#00111214001, lot#79604390. The product will not be returned to zimmer biomet for investigation, as the product has been discarded. The investigation is in process. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty. Approximately nine (9) years post-implantation, the patient began to experience instability. Subsequently, the patient underwent revision surgery of the articular surface without reported complication. It was reported that all available information has been provided.

Event description:
No further event information at time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated: b4; b5; d4; g3; h2; h3; h6; h11. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Initial op report was provided and reviewed by a health care professional. No complications found. Revision op notes were not provided. Root cause was unable to be determined. Reported event was unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.